Event description:
It was reported that one of the gav 2.0 (#fx212t) didn't work properly as it is faulty. At pre-implantation check no flow through valve. Then after flushing flow but at measure 15cm h2o as opposed to 5cm h2o. The valve was not implanted and a differnet was used and functioned normally. No patient harm was reported. The sample will be returned for evaluation to the manufacturer.

Manufacturer narrative:
Manufacturing site evaluation: investigation on going. Should relevant additional information: investigation results become available, a supplemental medwatch report will be submitted.

Event description:
The sample was returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the horizontal but not in the vertical position. An accelerated outflow of gav 2.0 in the vertical position could be determined. Internal inspection : after dismantling of the valve, deposits were found. Summary of the investigation results: firstly, the testing dry products is only of limited value. Dry residues of test liquid or organic material can falsify the test results. Based on the test results, it could be determined an accelerated outflow at the valve in the vertical position. The visible deposits in the valve may have led to the change in flow rate. The reason for the return could not be confirmed in our investigations. It is impossible to determine how the mentioned malfunction occurred during the test before use. The technical test of manufacturer to results may differ from the test results in the clinic. However, the conditions in the laboratory of the manufacturer are optimally adapted to the examinations. The situation on the patient and in the clinic can be very specific and is difficult to reproduce in the laboratory.